Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of our table top - 115015d0 - table top for special discipline. As it was stated, during a medical procedure with the patient on the table, the surgeon was unable to translate the table top on the column, because the table top did not respond to the ir remote control. The movement could not also be performed with the use of the override panel. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the table not responding to the remote control and override panel leading to the inability to position the table as required during the procedure, was to reoccur. With the investigation performed it was concluded that upon the event occurrence, the device was being used for the patient¿s treatment, and thus was also directly involved with the reported incident. As the malfunctions of the controller unit and two microcontrollers were found, it was considered that the getinge device was not up to the specification. A review of the received customer product complaints revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. The issue investigated herein is a single and isolated case. The affected device was evaluated by the getinge technician. The evaluation revealed the malfunction of the controller unit for o.r. Table top 1150 (part number 9701972) and two microcontrollers (parts numbers 2301254 and 2301244). The technician resolved the problem by replacing the affected parts. The functions of the table top were checked and the device was released for usage. The device was manufactured in 2010 and the review of the customer product complaints database revealed that no malfunction with the controller unit and microcontrollers was previously reported, therefore it can be assumed that the parts were defective due to the age of the device. However, the technician provided information that the device had been non-functional since 2020 but the users were not aware of this fact and used the damaged device. In the user manual (ga 1150.15 en 12, page 35) the user is instructed that to ensure correct operation, it is necessary to have visual and functional inspections performed before each use. Moreover, the user is instructed that the defective product may not be used (ga 1150.15 en 12, page 36). In summary and as a result of the root cause evaluation, it can be concluded that the controller unit and microcontrollers were most probably defective due to the age of the device but the root cause of the reported event, namely the table not responding to the remote control and override panel leading to the inability to position the table as required during the procedure, is most likely user error as the user used device that was non-functional since 2020 and, most probably, did not follow the instruction for use. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. The correction of e2 health professional, e3 occupation and h4 device manufacture date fields deems required. This is based on the internal evaluation. Previous h4 device manufacture date: 06/01/2010. Corrected h4 device manufacture date: 06/18/2010. Previous e2 health professional: yes. Corrected e2 health professional: no. Previous e3 occupation: other healthcare professional. Corrected e3 occupation: biomedical engineer.

Event description:
On 11th september 2023 getinge became aware of an issue with one of our table top - 115015d0 - table top for special discipline used with 115002c0 - 1150 or-table column, mobile. As it was stated during a medical procedure with the patient on the table, the surgeon was unable to translate the table top on the column, because the table top did not respond to the ir remote control. The movement could not also been performed with the use of the override panel. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the table not responding to remote control and override panel leading to inability to position the table as required during procedure, was to reoccur.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.